Manufacturer narrative:
(Lens stuck in inserter) - no lens returned in unit carton. Evaluation: conclusion: an investigation was opened to evaluate complaint trend associated with lens problems that was originally identified in june 2005. Possible root causes for lens problems include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directors for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens, but the lens became stuck in the inserter. There was no pt contact or injury.